Event description:
Internal data from the generator was received and reviewed. The patient also reported experiencing an increase in seizures and auras.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #02 report inadvertently left out relevant information.

Event description:
Patient reported experiencing an increase in simple partial seizures, now 3-5 times/week when it used to be periodic. The patient's off time was decreased due to the increased seizures and the patient was referred for replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a prophylactic battery replacement. The suspect device was received but product analysis is still underway.

Event description:
Internal data from the generator was received and reviewed. The patient also reported experiencing a recent increase in seizures.

Event description:
Further review was done by the quality engineering department and it was determine that the premature end of life battery indicator that rebounded was confirmed to be related to a known event cause by the impedance behaviors in the beginning of the battery's life. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. There is no evidence of a device malfunction.

Event description:
Additional information received from the patient noting that the first abnormal battery status reading was observed on (B)(6) 2023. Product analysis was also completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has already reached 18-25% battery life after only being implanted for a year. No other relevant information has been received to date.